Manufacturer narrative:
After several telephone calls where voicemails were left for patient to follow up went unreturned the patient ultimately sent a letter via us mail stating the adverse events reported (received may 30, 2018). In a subsequent telephone follow up with the patient he stated the event occurred sometime in (B)(6) 2018. The product problem cannot be confirmed since the device was not returned and no evaluation was performed.

Event description:
Patient (user) reported difficulty lubricating hydrophilic catheters and that additional handling resulted in the sterility of the catheter being compromised. He feels this led to him experiencing blood in the urine for a couple of days and contracting a urinary tract infection. Patient received antibiotics and has recovered.